Event description:
The manufacturer received information from a homecare company stating a trilogy evo was placed in standby and when attempting to put back in use the device alarmed for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.